Event description:
It was reported that the pt was reprogrammed on (B)(6) 2011. The subsequent stimulation that was felt by the pt was "too high." The implantable neurostimulator was turned off. The programmer confirmed that the neurostimulator was turned off and set at 0 volts. The pt, however, still felt the stimulation. This occurred both with and without the antenna attached. The pt was to meet with the physician on (B)(6) 2011. No info was provided related to the pt's outcome.

Manufacturer narrative:
(B)(4).